Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used for hemostasis during a colonoscopy with polypectomy within the sigmoid colon, performed on (B)(6) 2013. According to the complainant, during the procedure, after grasping mucosa tissue and attempting to deploy the clip, the clip assembly failed to separate from the delivery catheter. At this point, the user cut the device catheter to remove the scope. Subsequently, the scope was reinserted and biopsy forceps were used to remove the clip and sheath from the patient. It was reported that the patient anatomy was torturous. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported issue of clip won't detach from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used for hemostasis during a colonoscopy with polypectomy within the sigmoid colon, performed on (B)(6) 2013. According to the complainant, during the procedure, after grasping mucosa tissue and attempting to deploy the clip, the clip assembly failed to separate from the delivery catheter. At this point, the user cut the device catheter to remove the scope. Subsequently, the scope was reinserted and biopsy forceps were used to remove the delivery system from the patient. The clip remained intact and was used to complete the procedure. It was reported that the patient anatomy was torturous. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.